Event description:
It was reported that patient underwent a revision elbow arthroplasty in 2009 to remove and replace the poly ulna bearing. During the procedure, unsuccessful attempts were made to replace ulna bearing, and the patient returned to surgery the next day to complete the procedure.

Event description:
The account stated that a prism hbsag negative result was generated on a donor sample from (B) (6) 2009. The account stated that the sample was (B) (6) positive when tested at (B) (6) lab. The prism hbsag negative results were not reported. The (B) (6) testing data has not been provided by the account. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An additional lot 75391hn00 was investigated. The manufacture date for lot 75391hn00 was 03/30/2009 with an expiration date of 02/10/2010. An investigation was performed on prism (B)(4) lot numbers 70646hn00 and 75391hn00. No return samples or reagent was received for investigation. In-house file samples of both reagent lots were tested with sensitivity panels. The sensitivity panel results for both lots met acceptance criteria. Seroconversion panel testing was performed with both reagent lots and no deficiency was identified. In addition customer results were evaluated using test data from the prism metrics database. The performance of both lots was comparable to eight other reagent lots with regards to s/co for the positive calibrator, indicating acceptable sensitivity. The complaint trending database was reviewed and no adverse trends were identified for either lot. The manufacturing testing records for both lots were reviewed and no problems were identified. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B) (4)this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.(B) (4).